Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Two reliant balloons were inserted in the flow divider in a kissing technique with 3 cm of the balloon in the main body portion of the stent graft and 1 cm in the iliac limbs. Brief aggressive inflations were used to expand the balloons with a 20 cc syringe and a solution of two third saline and a third contrast. As the balloon were inflated, one of them burst. The balloon was removed from the pt and another reliant balloon was inserted and inflated; however, it also burst (reference MFR report # 2953200-2007-00042). At this point, the stent graft dilatation had been completed. The balloons were removed from the pt. No clinical sequelea were reported and there was no harm to the pt reported. The balloons were discarded after the procedure.